Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least 17 applications were performed with balloon catheter 2af284 with lot number 25568, without any issue on the date of the event. A clinical issue (phrenic nerve palsy) was encountered during the procedure. In conclusion, the reported issue could not be confirmed via data analysis. There is no indication of relation of adverse event to the performance and malfunction of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, phrenic nerve palsy (pnp) was observed. The case was switched to rf and completed. The pnp did not completely recover. There was no extension of the hospital stay as a result of the event. No further patient complications have been reported as a result of this event.